Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. The 80% stenosed lesion being treated was located in the mildly calcified, mildly tortuous proximal left anterior descending (lad) artery. The pt presented with an acute myocardial infarction. The lesion was not predilated. The pt was very unstable and need to be defibrillated. The physician deployed a 3.50x12mm liberte bare metal stent, inflated to 12atms for 10 seconds. After deflation of the stent balloon, the physician identified the balloon rupture. Post dilatation was not necessary. The stent was fully deployed and well apposed. There were no remaining pieces of the balloon remaining in the pt. No pt complications were reported. Pt status reported as "well".